Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (model zct300, +17.5 diopter) was implanted in the right eye of a (B)(6) female patient on (B)(6) 2017. Reportedly, the lens was explanted on (B)(6) 2017, because the patient was not happy with the vision and the lens was noticed displaced. A non-amo lens was implanted as a replacement. Additional information was received and it was learnt that the patient experienced blurry vision straight after the implantation of the toric lens. Reportedly, the lens was dislocated due to an anterior capsular tear during the capsulorhexis, even though the lens was in good place at the end of the surgery. During the lens exchange there was no incision enlargement, no vitrectomy was performed, no sutures were used and no patient injury was reported. The patient outcome was reported being good, but there was no change in vision due to a dense pco (posterior capsular opacification). No further information was provided.

Manufacturer narrative:
Corrected data: date of this report: on the initial MDR, the date was inadvertently not populated. The date of (B)(6) 2017 should have been entered. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.